Event description:
It was reported by the rep that the device was used during a colon resection. It was reported the tlc55 was fired and only advanced two millimeters and locked out. The surgeon could not advance the knife blade any further. A new gun was opened and the resection was completed successfully with a new gun. There was no consequence to the pt.